Event description:
It was reported that prior to the procedure, the physician expressed concern that one of the patient's pacemaker leads might have perforated the heart. Upon investigation and device evaluation, the device appeared to be functioning appropriately. The ablation procedure was completed without complications. Following the procedure, a device check revealed that the patient's rv pacemaker lead was not capturing. Fluoroscopic imaging confirmed that the lead remained in the same position as before the procedure. The physician speculated that the lead may not have been capturing prior to the intervention and that the initial device assessment was inaccurate. Importantly, the physician did not attribute the loss of capture to the ablation procedure. The lead remains in service. No adverse patient effects were reported.